Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level leading to diabetic keto acidosis with blood glucose level was over 500 mg/dl. The customer¿s other blood glucose level was 200 mg/dl, 100 mg/dl and 300 mg/dl. The customer also reported that the insulin pump received insulin flow blocked alarm. The device will not be returned for analysis.